Manufacturer narrative:
The ipg was not used in the case. Based on the report, it does not appear that the issue was device related. The pain physician expressed that he will implant the ipg when the patient is fully recovered.

Event description:
It was reported to nevro that a patient experienced cardiac arrest while undergoing the implant procedure. The leads and anchors were already implanted and while the physician was creating the pocket for the ipg, the patient went into cardiac arrest. The patient was given CPR and revived. The wound was closed but the ipg was not implanted. This event occurred before any stimulation was delivered. Follow up report indicates that the patient is currently in a rehabilitation facility. The implanting physician has indicated that he will implant the ipg once the patient has fully recovered.